Event description:
Additional info received from the MFR on 01/08/1999: MFR has processes in place to ensure the safety of materials used in their products. They thoroughly evaluate each component used in the MFR of their tampons to ensure that they are safe. To properly manage materials and products, a specification system is used to ensure only approved materials are used in the manufacturing process. The MFR continues to use only elemental chlorine free (ecf) processes, where applicable, in production of raw materials used for tampons.